Event description:
Initial reporter stated that the cutter was only partially cutting the vitreous. Pt experienced retina tear. The surgeon stated that the torn retina was immediately repaired. However, the pt prognosis is unk as the eye is still full of gas and the follow-up visit has not yet been scheduled.